Manufacturer narrative:
A ge service representative performed an on site investigation. The leg extension was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system leg extension would not move in or out properly. No patient injury was reported.